Event description:
It was reported that during a supply change the user initiated a ¿fill tubing only¿ process and was uncertain whether the fill cannula step had been completed, leading to product use in an unintended sequence for the infusion set and cartridge. Symptoms included no reported adverse clinical effects. Outcomes included resumption of insulin therapy after guided steps with no alerts, no alarms, and no need for medical care. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user confusion regarding correct supply change steps; verification of insulin flow to the tubing and completion of the fill cannula resolved the issue and restored intended therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error addressed through education.